Event description:
Information was received that during use of this smiths medical cadd administration sets, the set did not infuse the medication. It was reported that the patient claimed no relief from the pca dose for epidural, and staff noticed no medication delivered due to the amount of medication left in the bag. No patient injury reported.

Manufacturer narrative:
Other, other text: h3: one cadd administration set from an unknown part number and unknown lot number was received in used condition without its original packaging, with an IV bag and external filter component. All the complainant returned units were visually inspected at a distance of 12 to 16 under normal conditions of illumination. No damages were detected on the samples; however arch height on the pump tube looked low. The sample was set for accuracy testing using a cadd solis vip and a balance mettler toledo to look for unusual function. No discrepancies were detected and the test successfully passed. The reported issue was unable to be confirmed. The cause of the reported issue was unable to be determined since there was no fault found with the returned administration set.